Event description:
Boston scientific received information that this lead was explanted shortely after its implant. Reason for explanted has been requested and later reported that this lead became dislodged. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.